Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator out with noise on their right ventricular lead. The decision was made to cap and replace the lead at the same time as the generator change out. Patient was stable after the procedure.